Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. Further information requested(weight) not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2020. Reportedly, patient failed to charge their device, thereby unable to communicate with external devices. Surgical intervention is expected to address the issue.